Event description:
The customer reported to olympus that the image was distorted and there was constant static on the hd camera head. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. Cable connection and white balance check failed. In addition to what's reported in b5, the following nonreportable malfunctions were identified: pressure leak test failed; leaking observed in video connector next to serial number plate; water invasion in control section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the video function did not work properly due to a connector flooded failure, resulting in the image issue. Three attempts were performed to obtain additional information, however no response was received from the customer. Olympus will continue to monitor field performance for this device.